Manufacturer narrative:
A sample device was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. A photo was provided and analyzed. It captured an undilated pupil showing multiple light scattering of different diameter in iol optic, potentially compatible with micro vacuoles/glistenings. Visual impact cannot be determined from the photo assessment. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that approximately three weeks after an intraocular lens (iol) was implanted, the patient reported blurry vision and had a decreased visual acuity. The surgeon observed numerous glistenings within the iol. A lens exchanged has been discussed, but the surgeon wants to wait for some mild retinal edema to resolve. Additional information was requested.